Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. As per the pump¿s log, a motor stall occurred a motor stall occurred on (B)(6) 2017 at 14:59 followed by a stopped pump period may exceed tube set message two days later on (B)(6) 2017 at 14:59. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the pump on (B)(4) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. The previously applied results code (B)(4) and conclusion code (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal dilaudid 25.0 mg/ml at 29.980 mg/day and bupivacaine 7.0 mg/ml at 8.3495 mg/day via an implantable pump for malignant pain and other carcinoma. It was reported that patient went to the hcp¿s office with their pump beeping and signs of withdrawal. The pump was interrogated and was in motor stall. Logs showed motor stall occurred on (B)(6) 2017 at 08:38 and recovered on (B)(6) 2017 at 09:15. Motor stall occurred again on (B)(6) 2017 at 14:59, and ¿stopped pump period may exceed tube set¿ occurred on (B)(6) 2017 at 14:59. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. There were no additional applicable diagnostics/troubleshooting performed. The pump was replaced. The issue was resolved. The patient¿s status was alive; no injury. The pump was going to be returned to the device manufacturer. The patient¿s weight was unknown/unavailable. The patient¿s medical history was unavailable. There were no further complications reported.